Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of "the balloon membrane ruptured" is not confirmed. Upon return, the iab bladder was fully intact with no abnormalities noted. The root cause of the complaint is undetermined the iab bladder passed functional testing. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported that while insertion of the intra-aortic balloon (iab) via the right leg the balloon membrane ruptured. Therefore, a new iab was used via the same insertion sight. The patient outcome was reported as "good". There was no report of complication or death. There was a report of delay in therapy but no harm caused to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while insertion of the intra-aortic balloon (iab) via the right leg the balloon membrane ruptured. Therefore, a new iab was used via the same insertion sight. The patient outcome was reported as "good". There was no report of complication or death. There was a report of delay in therapy but no harm caused to the patient.